Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (ti lcp prox lateral tibia pl 11 holes/260mm/right-sterile, part number 422.226s, lot number 8925926). The received subject device was visually inspected. The received plate is broken as complained and show signs of use. All parts of the broken plate were not received; the plate-part with the holes eight (8) to eleven (11) is missing. The received plate has scratches and indentations at both sides. All dimensions relevant for the function of the product were measured, and fulfill the specifications. As previously reported, a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint condition. No ncrs were marked in the DHR during production. The raw material was checked and the correct raw material was processed. Based on the reported information and the results of the investigation, the complaint condition was confirmed but a definitive root cause could not be determined. No manufacturing related issue was identified and/or confirmed. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, dob & weight not available for reporting. Unknown when device malfunctioned. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 22th april 2014, expiry date: 1st april 2024, 422.226s / 8925926. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the plate in question was detected as broken postoperatively. The initial implantation took place on (B)(6) 2015. In (B)(6) 2016, the patient was diagnosed as prolonged healing. In (B)(6) 2016, it was found that the plate in question was broken in the patient's body. The extraction surgery took place on (B)(6) 2016. This complaint involves 1 part. This report is 1 of 1 for (B)(4).